Event description:
Patient in ccu and not ambulatory, the device was indwelling for over one to two weeks but less than four weeks. No difficulties encountered during insertion. Chevron taping method used to secure device. The catheter broke at the connection between the catheter and the oval disc. The catheter segment was successfully removed without surgical intervention.